Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a software error. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer performed self test and pump passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer complained and is experiencing high blood glucose and returned device for an alleged pump error 43 and cosmetic damage located at the back of the device found on july 31, 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electric boards, motor, and force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 40 fatal alarm confirmed in the history file on 31-july-2022 at time 10:01:00.000 due to moisture damage on the motor. Verified the device alarmed pump error 43 in device downloaded history on 31-july-2022 between 07:07:22.000 and 07:17:13.000 due to moisture found on motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, scratched case, cracked reservoir tube lip, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 40 alarm. Pump error 40 alarm confirmed due to moisture damage on the motor. Device exposed to moisture confirmed at electric board, motor, and force sensor. Confirmed the device alarmed pump error 43 in device downloaded history on 31-july-2022 between 07:07:22.000 and 07:17:13.000 due moisture found on the motor. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Unable to confirm high blood glucose due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.